Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 600 mg/dl. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that customer was in emergency room on august 18, 2019 at 12:00 pm due to diabetic ketoacidosis and high blood glucose level of 525 mg/dl. The customer's high blood glucose treated with intravenous fluid and insulin drip. It was also reported that on august 17, 2019 they had a site failure and customer put new set in but the cannula was bent at the tubing and second site stopped working and customer was not able to get their blood glucose down.